Event description:
Procedure: esophagectomy and resection of minor curvature and formation of gastric tube. Two firings of the instrument were made of which one was seemingly correct and the other resulted in completely open staples. The second misfiring was detected instantly and sutured, but the first one looked okay, and was not oversewn. This resulted in a half-open gastric tube from the initial firing leaving permanent damage. The result of the first operation was formation of an esophag-pleuro-cutaneous fistula and sepsis. The patient's weight loss is 30kgs. In the first operation the partial correction was done by suturing as was done in every subsequent operation. The patient is still in the hospital after 4.5 months with an esophagostomy and jejunostomy. Their condition allowing, pt is a candidate for a seventh operation, colon interpostion.